Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose level was 70 mg/dl. The customer reverted to an alternate method of insulin therapy.